Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to history of pulmonary embolism and high risk of deep vein thrombosis post elective bariatric surgery. No further information provided.

Manufacturer narrative:
Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note. Cook will reopen its investigation if further information is received. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2015. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.